Event description:
The customer reported that a male pt was scanned with the quad body coil on an intera 1.5t mr system. The pt has diabetes and was perspiring during the scans. Immediately after the examination, third degree burns on both inner thighs (left thigh 7.5cm x 3.5cm, right thigh 5.5cm x 3.5cm) were observed.

Manufacturer narrative:
(B)(4). Method, result, conclusion: the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.